Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant that the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported approximately two weeks post implant that the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.